Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 23-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found sample nozzle sticky when pushed up, cleaned and lubed it, then found alignment to tip detach plate off so adjusted and verified all alignments. Fse then cleaned and lubed all mechanicals, ran 40 of #tt3 cups with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was nozzle sticking and tip detach alignment off.

Event description:
On (B)(6) 2015, a customer reported sample z bump error 4124 with their aia-900 analyzer. Customer stated that waste chute checked and was not backed up. There were no dropped cups or tips and checked tip trays, opened and closed sorter, stated she can't see anything blocking movement. Customer performed a reboot and removed the tip that was on the sample probe, did all set home and started running again. Received error. Customer then wiped sample probe and removed some tip trays. Got same error. The customer is unable to run e2, prog and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prog and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.